Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs results from the cobas 8000 - cobas e 602 module. The initial result was 0.343 ug/l. The repeat result was >10 ug/l with a data flag. The questionable result was reported outside of the laboratory. The reagent lot number was 1055308501. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The investigation determined the possible root cause may be a too short centrifugation time in combination with too high g-force. Usually, 10 minutes are recommended by most tube manufacturers.